Event description:
The customer reported elevated troponin I (accutni) result below the acute myocardial infarction (ami) cutoff for one patient involving access 2 immunoassay system. The result was reproducible and discordant to an alternate methodology, which was negative. It is unknown if the elevated result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc with the patient sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Sample type was plasma lithium heparin. Collection and handling details were not supplied. Quality control (qc) and system check performance remained acceptable. Data was not provided by the customer. Customer product line support (cpls) laboratory was unable to identify the root cause for the repeatable, elevated troponin I result. The patient sample appears to be a true troponin I result above the risk stratification cutoff with no indications of heterophile interference. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. In addition, elevated troponin I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus troponin I (accutni) results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be cased on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.